Manufacturer narrative:
Follow up # 2/supplemental report text- 2/11/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. However, a secondary issue was found in which the control solution reading was high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 1/supplemental report text-01/21/2011. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins 3 high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/patient's caregiver contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was displaying the apply sample indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began in the late afternoon on (B)(6) 2010. The patient manages her diabetes with 5 mg of glyburide (twice a day) and 10 units of nph in the evening. It is not known if the patient tested her blood glucose with another device. In response to the alleged issue, the reporter indicated the patient continued with her usual dose of medication daily. As a result of the alleged meter issue, the reporter claimed the patient developed symptoms of shaking and blurry vision on (B)(6) 2010. The reporter, however, denied the patient received any treatment after the alleged meter issue began. At the time of troubleshooting, the csr confirmed the patient was using the correct test strips and the patient was using the proper testing technique. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.